Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead lost slack at some point after implant and the pacing threshold became elevated. As the patient has a third degree atrial ventricular block with normal sinus node, the ra lead was reprogrammed and at a later date, the ra lead was capped and replaced. No patient complications have been reported as a result of this event.